Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/19/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/03/2015 with the following findings: evidence of a partially discharged battery being installed for use was observed in the black box data; user error caused the reported battery-life issue. The battery compartment was observed to be intact. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the threads of the returned battery cap were found to be damaged. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The pump was unable to maintain power with the returned battery cap installed. A test battery cap was used for the remainder of the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.